Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor power supply voltage error detected measured periodically during the entire motor driving period alarm. Customer¿s blood glucose level was unknown. Troubleshooting for the alarm was performed. Customer advised the insulin pump stopped working during the rewind process. Customer advised they received the alarm more than three times and the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test, rewind, prime / seating test, basic occlusion test, force sensor test, occlusion test or verify pump error due to physical damage. Unit passed self-test. The motor was tested outside the device and passed. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay texture damaged.